Manufacturer narrative:
The device is not available for investigation at this time. A review of the device history record is pending. Additional contact: (B)(6).

Event description:
The complaint/event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer. The filter of the device reportedly contained foreign material and this issue was noticed during priming. There was no drug involved in the event. There was no bleed back reported and no delay in any critical therapy. The product is not biohazardous and the device was not reprocessed/resterilized. There was no patient involvement reported and no harm/adverse event reported.

Manufacturer narrative:
The reported complaint of a foreign object in the filer could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.